Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, severe reaction, was deemed to meet seriousness injury criteria of necessitated medical, or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure. The device history record was not reviewed as a lot number was not provided.

Event description:
This spontaneous report was received from an us health care professional and concerns a female patient. She was injected with belotero® (not further specified), into the perioral lines. After the belotero® injection, the patient experienced a severe reaction around her mouth. The outcome of the event was unknown. Follow-up information was received on 30-oct-2020: this case was upgraded to serious. The patients age was provided. She was (B)(6) years old at the time of the event. She was injected with a total of 1 ml of belotero® into perioral. As reported, the patient was not honest about her past medical history. The patient was treated with juvederm® in the past. The patients concomitant medication included aspirin. Corrective treatment, included hyaluronidase, one prednisone (40 mg) tablet and benadryl, in response to the event. According to the reporter, treatment was necessary to prevent permanent damage. In the opinion of the reporter, the event was not permanent and related to belotero®. As reported, the patient was since re-treated by another physician. The outcome of the event was left unchanged.